Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation.

Event description:
It was reported that the right ventricular (rv) lead had oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.